Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a clearlink continu-flo solution set disconnected from the last port, leading to a leak. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured october 19, 2015 ¿ october 20, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.